Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump swung out of the user¿s pocket, struck a corner, and the screen cracked, after which the upper portion of the interface with multiple menus became nonfunctional, resulting in a hardware failure of the display and user interface. Symptoms included no reported adverse clinical effects and blood glucose was not affected. Outcomes included initiation of backup therapy using insulin injections while awaiting a replacement device and continued cgm use with a dexcom g7 app or receiver. Investigation included review of the event description, verification of shipping and return arrangements, user guidance to shut down the device to avoid further alerts, and confirmation that data would not transfer to the replacement and that a standard startup would be required. Investigation of this device revealed physical damage consistent with impact trauma leading to a cracked screen and impaired menu navigation, indicating a nonrecoverable hardware defect of the display assembly and user interface controls. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external impact.